Event description:
When the bard urinary catheter pack was opened, the green collection tube coming from the urinary bag had some white streaks on it. Another pack was opened and the same findings were noted. Both packs were brought to the quality department/ adverse event coordinator-reporter.